Manufacturer narrative:
(B)(4). Based on additional information received, these tests were performed on (B)(4) 2013. Based on additional information received, the cause of the peritonitis was unknown. The constipation was a symptom of the peritonitis. The patient also experienced toxic shock during hospitalization. It is unknown if the peritonitis contributed to the toxic shock. The treatment was not reported. The patient was still recovering at the time of the report. Additional information was requested but is not available. A review of all batch record documents for potentially associated lot number h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. While hospitalized, the patient also experienced low blood pressure, fluid and blood clot in lungs, heart and liver failure coincident with peritonitis. The treatment for the peritonitis was not reported. The cause of the peritonitis event was constipation. The pd catheter was removed and the patient discontinued pd therapy and began hemodialysis. At the time of this report the patient was recovering from this event. No additional information is available. This is report 2 of 3.